Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
During the change cartridge process customer stated that they missed a step and forgot to fill cartridge with insulin. Customer installed a new filled cartridge and was able to successfully get through a full load sequence and resume insulin delivery. Customer blood glucose (bg) level was 297 mg/dl. Customer addressed high bg with a bolus using the pump.